Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device interrogation revealed t-wave oversensing diagnosed as vf. The issue was resolved with reprogramming. All electrical parameters were stable. The patient condition was good after the event.